Event description:
A member of staff in the receiving department of the hospital reported experiencing inaccurate erratic results with a one touch basic meter. The results were 371 and 214 mg/dl. It is unknown whether the results are from a patient's reading or control solution. Tests were done within 2 minutes. Patient did not experience any adverse events. No further information has been reported.